Event description:
It was reported to boston scientific corporation that during a procedure (procedure type and name unknown) using an uphold vaginal support system, it was noted that "the device was defective." Reportedly, "the [needle] popped off into the capio capturing device."attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.